Event description:
The customer reported an x-ray disabled error message, resulting in a loss imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector and the camera were replaced during the service call. The reported issue is currently under investigation.